Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. On 10/01, pts blood glucose was 105 and 81 mg/dl. Tests were done 10 minutes apart. Pt did not experience any adverse events. No further info has been reported.